Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during installation of a software update, the cardiosave intra-aortic balloon pump (iabp) unit's battery pack was greater than 4 years old. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, e1-(site country), g3, g6, h2, h4, h6(type of investigation, investigation findings, investigation conclusions),h10, h11. Corrected field: b5. At this time, the customer has not requested for getinge to evaluate the cardiosave intra-aortic balloon pump (iabp) unit involved in this event. A getinge stm has conversed with the customer and was advised that the customer has fixed the reported issue by replacing the expired safety disk. All performance and safety test passed a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during installation of a software update, the cardiosave intra-aortic balloon pump (iabp) unit's battery pack was more than 4 years old. There was no patient involvement, and no adverse event reported.